Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿. Number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01711 & 01712).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on b)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on b)(6) 2013, due to patient allegations of pain and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the acetabular cup, modular head and taper insert were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The acetabular cup remains implanted and was not revised as previously reported.